Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3023 (B)(4) showed no anomalies and was functionally okay. The output was tested at the distal end of the extension and good stable output was observed on all electrode pairs. Analysis of extension model 3095 lot # nah042414v showed no anomalies and was functionally okay. Analysis of lead model 3889 , lot # j0322256v showed that the conductor wire lifted at electrode #3 due to a broken weld. The outer insulation was intact. The proximal end of the lead was intact and undamaged. Good stable output was seen at distal end of lead using electrode # 0-2. Intermittent output was seen when using the lead's #3 electrode sleeve but stable output observed at #3 conductor wire.

Event description:
It was reported that the pt's neurostimulator was explanted due to "performance issues." The pt was unharmed.